Event description:
The deep brain stimulators turned themselves on and off. The patient's family was unaware of the cause. The patient did work on a computer at school. See MFR report # 3004209178200902966. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.